Manufacturer narrative:
Nonconformity of the subject device, which may affect the reported event, was not confirmed via device inspection result of olympus australia. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from the suction channel of the subject device tested positive for pseudomonas aeruginosa (growth of 10 to 100 colonies). The subject device was returned from repair and upon reprocessing it has tested positive to microbes. The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope 3. There was no report of infection associated with this report.